Manufacturer narrative:
As no explant occurred, no visual inspection, functional testing or dimensional testing could be performed . The site provided imagery relevant to the event. Per review, during a four year follow up fluoro, one new fracture was found on the alterra prestent inflow (proximal) apices. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU for edwards alterra adaptive prestent system and training manuals were reviewed for guidance and instruction on device preparation and usage involving alterra prestent delivery system usage. It notes, if a prestent fracture is detected with significant loss in valve functionality, reintervention should be considered. Additionally, long-term durability has not been established for the prestent. Medical follow-up is advised so that device related complications can be diagnosed and properly managed. No IFU/training deficiencies were identified. The complaint for strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, the 4 year follow up fluoro indicated one new fracture at the inflow of the prestent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with frame fractures. Since no edwards defects were identified, no corrective/preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from alt clinical study by corelab, one new type I, rung 1 inflow fracture was found on the 4 year flr (#1527519) inflow for alt_0008-007. This is the second inflow fracture found on this patient. This is a new fracture not seen at earlier timepoints. There is no indication of patient injury.